Event description:
It was observed that during the device evaluation, the broncho fiber videoscope exhibited the coating of the light guide tube has peeled off (1mm or more). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: stress and wear is the most probable cause of the peeling/delamination. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.